Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the ECG 1 and 2 cable being pulled and severed. The root cause for broken wire was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was experiencing adjust belt messages.